Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional test of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device noted the device was returned with the handle in the open position and basket formation was in the closed position. The mlla [male luer lock adapter] was loose and no longer attached to the handle. The collet knob was tight and secure. The coil assembly was bent at the distal end of the handle and again 1.5 cm from the handle. There were no kinks in the basket sheath and the basket sheath and the support sheath were still adhered. The handle was disassembled for investigation. The handle could not be reassembled due to the bends in the coil assembly. The coil/basket assembly was removed from the basket sheath. The basket formation was intact and not damaged. The support sheath flare was found to be intact. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to be partially disassembled. The male luer lock adapter (mlla) that secures the basket sheath to the handle had been unscrewed from the handle. No damage to the sheath was observed, but the cannulated handle that connects the basket assembly to the handle was bent in two location near the handle. It was assumed the customer disassembled the device after the device stopped functioning properly. It appears the device stopped functioning due to the cannulated handle becoming bent from an undetermined cause. Once the cannulated handle was bent, the basket would not open and close properly, then the user unscrewed the mlla in an attempt to determine the cause of the issue. The cause for the issue could not be determined, but it is possible the device was inadvertently damaged during handling. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported prior to removal of urinary stones using a ncircle tipless stone extractor, the basket would not open. The user tested the function of the complaint device with the basket in its open position at first. The user then closed the basket and then opened it. After this was performed again, the basket was unable to open. This issue was detected prior to contact with the patient. Another device was used to complete the procedure. The patient experienced no adverse effects as a result of this alleged product malfunction.